Event description:
It was reported that "the doctor found cuff leakage when using on patient and changed new one". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found cuff leakage when using on patient and changed new one". No patient injury or harm reported. Patient condition reported as "fine".

Event description:
It was reported that "the doctor found cuff leakage when using on patient and changed new one". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "the complaint sample was tested; it could not hold inflation during the test. Another test was performed on the sample and air leak was observed when it was immersed in the water." A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint was confirmed. The root cause was deemed manufacturing related. A CAPA was opened to further address this issue.